Manufacturer narrative:
Conslusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to device unrelated chronic infection requiring an ear canal closure. Reportedly the infection did not spread to the implant site. Furthermore, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No available information points to the implant being the source of infection. In addition the electrode migrated post-operatively out of cochlea as confirmed by diagnostic imaging. This is a final report.

Event description:
The user was explanted because a right-sided mastoidectomy with ear canal closure due to chronic infections was performed. The infection was a mastoiditis and did not spread to the level of the implant. Additionally, the electrode array had migrated out of the cochlea as confirmed by imaging and is thought to be the reason for poor performance with the device. The user was explanted and reimplanted at a later point.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user was explanted because a right-sided mastoidectomy with ear canal closure due to chronic infections was performed. The infection was a mastoiditis and did not spread to the level of the implant. Additionally, the electrode array had migrated out of the cochlea as confirmed by imaging and is thought to be the reason for poor performance with the device. The user was explanted and reimplanted at a later point.